Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue is confirmed and reproducible. Replaced the (B)(6) batteries resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system outside of a procedure. The caller indicated that the battery was not charging and the system powers off instantly when unplugged from the wall. There was no patient involved with the issue.